Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. On (B)(6) 2017, the patient experienced stoma site infection with stoma site redness, pain and hardening of peristomal area. The patient went to the emergency room where a blood analysis and ultrasound were performed. Patient was prescribed unspecified antibiotic medication.